Event description:
Patient's son reported to therapy clinic that patient developed two hours following treatment with the anodyne professional unit. The burns measured approximately 5x5 cm and 3x6 cm and were located on the posterior and anterior medial of the left knee. Patient received medical treatment for the burns.